Manufacturer narrative:
This device was used for treatment not diagnosis. Synthes is submitting this report as a result of remediation activities related to synthes ous service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). Device is not distributed in the united states, but is similar to device marketed in the USA. During pre-repair assessment performed by technician it was found that the parts from the lever were bent due to incorrect handling. The reported condition that it does not stop and gets hot could not be identified. The lever and various parts were replaced. (B)(4) 2012 - device repaired and returned to the customer. Placeholder.

Event description:
According to the reporter that the motor does not stop and it gets hot. This is 1 of 1 report for event #(B)(4).